Manufacturer narrative:
Additional information was added to h6 and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a system error 21503 (occlusion sensor failure) alarm was triggered on a novum iq syringe pump during testing in the biomed department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.